Event description:
Implantable systems post market registry study reported the infusion system was explanted and replaced due to patient report of pain, and pump underinfusion. The implant duration of the explanted pump was approximately 67 months. The patient was implanted with a similar device. The pump was programmed to deliver morphine 50mg/ml at 2.5 mg/day, bupivicaine 26mcg/ml at 1.3 mcg/day and sufentanil 1.4mg/ml at 0.07mg/day. It was reported that the patient has recovered without sequela.